Event description:
It was reported that prior to starting a da vinci si surgical procedure, the tenaculum forceps instrument was not recognized by the da vinci si system. Reportedly the instrument was not used on a patient and there was no allegation of harm or injury to a patient.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering was unable to replicate the alleged recognition issue. The returned instrument was successfully recognized by the in-house is3000 system. The pogo pins did not stick out and they were not contaminated. A dallas chip programmer verification of instrument was conducted and passed. Additional observations not reported by the site were frayed cable and tube damage. One grip close cable was frayed at the distal idler pulley. The frayed strands were sticking out at the instrument's wrist. Other cables at instrument's wrist were not damaged. Engineering evaluation also found that the distal end of the instrument's main tube exhibited various scratch marks with light material removal. The scratches were 0.070 - 0.160 in length in length and were not axially aligned with the tube. Engineering concluded that the damage was likely due to mishandling. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.